Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the internal battery was observed. The device's internal battery was replaced to address the issue. The device failed a step during testing. The device's flow sensor assembly was found to be cracked. The observed damage was consistent with the device being dropped. The device's flow sensor assembly was replaced to address the issue.